Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-061: improper use/mishandle by end user . Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 57 and 22mg/dl. The customer¿s expected fasting blood glucose test result is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 119mg/dl and 137mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 57mg/dl date:(B)(6) 2022 time: 1:14pm fasting, result 2: 22mg/dl date:(B)(6) 2022 time: 1:13pm fasting, result 3: 82mg/dl date:(B)(6) 2022 time: 11:42am fasting, result 4: 143mg/dl date:(B)(6) 2022 time: 9:51am fasting, result 5: 196mg/dl date:(B)(6) 2022 time: 8:16am fasting.